Event description:
The customer reported to olympus, the hd camera head had image that disappears when connected to other systems. It was also reported that there was scratches and dents on the video connector. The issue was found during preparation for use. The intended procedure was completed. There were no reports of patient harm. There is no further information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of disappearing image was confirmed. The device evaluation found that the sudden loss of image was due to circuit board failure. Also found was the abnormal appearance of the video connector. The head part main body was flooded. The lens was flooded and was scratched. The main body was cracked. The head scope mount was corroded. There was damage to the cable section. The connector part of the electrical contact was discolored. The connector was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, water immersion failure of the cable and charge-coupled device (ccd) were confirmed. Therefore, it was determined that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to water immersion failure of the cable and ccd. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.